Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated that the device had been exposed to moisture when they got caught in the rain. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 141 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronic assembly or motor. No buzzing noise or constant tone was noted during testing. No cosmetic damage was noted.